Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified. (B)(6).

Event description:
The customer reported that in the nicu, the nurse noted that lipids were dripping on the floor. Blood was also noted to be backing up in the PICC line that was attached, and this was due to the cracked filter. There was no patient harm.